Manufacturer narrative:
(B)(4). There was no malfunction detected by the customer and therefore no parts will be returned for evaluation. The unit was evaluated by the reporter's factory trained biomed staff where the reported issue was unable to be duplicated. The performance check and patient circuit calibration were performed and passed, uneventfully. The unit was placed back in service.

Event description:
The customer reported that this high frequency oscillating ventilator (hfov) unexpectedly powered down while being used on a patient. The end-user was unable to re-start the hfov and alternate ventilation was provided by changing out the unit to a known good unit. The customer stated that there was no injury or harm associated with this reported issue.